Event description:
A customer reported a false positive total b-hcg result on one patient sample. The result was reported and questioned by the physician. A bias of the magnitude and direction observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event.